Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the filter could not be fully loaded in to the delivery catheter pod and the delivery catheter separated 2cm from the distal end. The device was not used. A new emboshield was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The pod damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and a recent increase in complaints related to difficult to insert/load the device, it has been determined that a potential product quality issue exists. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.